Event description:
It was reported that a spectrum iq pump alarmed upstream or downstream occlusion during a continuous heparin infusion. The patient stated that they were "unable to see it dripping". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.